Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon review of the data, it was found that the right ventricular lead exhibited episodes of non-sustained oversensing and non-sustained lead noise. It was determined that the fragmented qrs complexes were being double counted. Programming changes were recommended. No patient symptoms were available.

Event description:
New information received stated that the right ventricular lead was capped and replaced on (B)(6) 2020 without any issues. The patient was in stable condition during and following the procedure.

Event description:
New information received from the clinic stated that the recommended programming changes were made in (B)(6) of 2019. On (B)(6) 2020, the clinic observed a recurrence of lead noise and oversensing. It was noted that the noise amplitude was too large to program around. Lead damage was suspected and the lead was also under advisory status. It was recommended that the patient be brought in to verify lead damage for possible lead revision procedure. The patient was scheduled for an in clinic follow up.